Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was not reproduced. The downstream occlusion alarms were confirmed through review of the event history log. The device passed downstream occlusion testing. When the current reading was taken with a fluid filled set loaded, the current was below specification. The downstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.